Manufacturer narrative:
Follow-up # 1 06/02/2011 - device evaluation: the pump has been returned and evaluated by product analysis on 05/06/2011 with the following findings: the up and down arrow buttons were found to be intermittently responding to presses. The keypad was removed and the button contacts were found to be misaligned. Unrelated to the complaint, the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The patient claimed that the down arrow us scrolling and up arrow button is not responding. The keypad is reportedly intact and has not been exposed to moisture. There was no adverse event associate with this complaint. The pump was replaced.